Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins). The indication for implant was spinal pain. It was reported that the patient presented to the doctor¿s office complaining of pain at the ins site and lead site. Potential infection was suspected. The patient was sent for labs/surgical consult. The patient was written a prescription for antibiotics. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer's representative (rep). The rep reported that the patient's system was removed several months ago because he was really sick and they suspected infection. The patient wanted the device replaced. No further complications were reported.

Manufacturer narrative:
"Other" no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on (B)(6) 2017 reporting that the patient was explanted 2 weeks ago due to infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-12-27. The explanted device was discarded and will not be returned. No further complications were reported/anticipated.